Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8337907. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 7079902. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200694158] noted that did not pertain to the complaint. A review of the device history record was completed for batch# 8183955. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch# 8169595. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint.

Event description:
Material no. 329420 batch no. Unknown (provided 8337907,7079902,8183955,8169595). It was reported that during use of the bd micro-fine¿ IV insulin syringe the needles are breaking. The distributor provided four different lot numbers, but the actual lot number is unknown. The following information was provided by the initial reporter: customer is stating they no longer can use and also that the needles are breaking. I don't know if they reported the issue but they won't use and we don't have any other customers that use this product.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown. The following lot numbers were provided by the distributor, but the actual lot is unknown. The information for each lot number is as follows: medical device lot #: 8337907. Medical device expiration date: 2024-02-29. Device manufacture date: 2018-12-03. Medical device lot #: 7079902. Medical device expiration date: 2022-04-30. Device manufacture date: 2017-03-20. Medical device lot #: 8183955. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-07-02. Medical device lot #: 8169595. Medical device expiration date: 2023-09-30. Device manufacture date: 2018-06-18.

Event description:
Material no. 329420, batch no. Unknown (provided 8337907,7079902,8183955,8169595). It was reported that during use of the bd micro-fine¿ IV insulin syringe the needles are breaking. The distributor provided four different lot numbers, but the actual lot number is unknown. The following information was provided by the initial reporter: customer is stating they no longer can use and also that the needles are breaking. I don't know if they reported the issue but they won't use and we don't have any other customers that use this product.